Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead alert for t-wave oversensing (twos). Oversensing appeared to have caused shock which induced ventricular fibrillation (vf) (which was terminated by another shock). During vf, ventricular undersensed beat was noted. The lead remains in use. No further patient complications have been reported as a result of this event.